Manufacturer narrative:
During the device evaluation, the driveshaft was found to be sticking in the spindle housing and corroded bearings were found. Increased friction due to corrosion and the sticking driveshaft is a probable cause of the reported overheating.

Event description:
It was reported that during equipment service conducted at the manufacturer facility, the drill overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.